Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she has been experiencing erratic blood glucose levels over 200 mg/dl due to air bubbles in the tubing. Customer declined troubleshooting for air bubbles. Customer is not returning the reservoir for analysis.